Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the unknown screw for evaluation. Visual evaluation was performed. A fractured screw fragment was seen stuck inside the implant. DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, device malfunction did occur. Evidence of a fractured screw fragment was identified stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: bost413, t3® non-platform switched tapered implant 4 x 13mm/ lot number-2022090750. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured screw was found inside of the implant.